Event description:
It was reported that the patient experienced sacral skin tear that had an allevyn life applied to it. A follow up assessment revealed a stage 2 pressure ulcer with maceration and desquamation noted to periwound. The wound was treated with an anti-fungal powder along with smith and nephew no sting skin prep spray and covered with allevyn life. The wound improved and then digressed again. The patient was incontinent of urine and stool.